Event description:
The customer observed an unexpected delay in obtaining intra-operative vitros ipth result for a single patient sample on two different vitros 5600 systems. A delay of approximately one hour was observed with respect to the expected turnaround time. Due to this delay in obtaining vitros ipth results, the patient was held under anesthesia for an additional 30 minutes while undergoing a surgical procedure. The likelihood of an incremental increase in the inherent health risks to the patient due to extended time under anesthesia is not remote. Once the vitros ipth results were obtained, the surgical procedure was completed. There was no report of harm to the patient as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that an unexpected delay in obtaining intra-operative vitros ipth result was observed for single patient sample on two different vitros 5600 systems. The investigation determined that the delay was caused due to temporary mechanical issues on both vitros 5600 systems. Both issues were temporary and were resolved by routine operator actions allowing the sample to be processed successfully. However, there was no malfunction of the vitros 5600 system or vitros ipth reagent identified. The root cause of this event is instrument related.